Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The battery was placed very low in the patient¿s buttocks which caused a painful battery pocket. The patient complained of pain at the site. The patient wanted the battery moved to a more comfortable spot. The healthcare professional (hcp) moved the batter higher and more lateral. The cause of the issue remains unknown. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a manufacturer representative (rep). It was reported that the patient had a return of symptoms. The patient said the ins battery site was giving them pain even after the revision. The rep said the patient underwent a pocket revision approximately one year ago but the patient was having the same issue with pain at the battery site. The healthcare professional said it was because the patient was so thin and they had thin skin. The system was explanted and it was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.